Manufacturer narrative:
The initial MDR 2432235-2017-00552 was filed 20-oct-2017. Supplemental MDR 2432235-2017-00552_s1 was filed 12-mar-2018. Additional information (09-apr-2018): a siemens customer service engineer (cse) evaluated the instrument and found it to be operating correctly. The siemens headquarter support center (hsc) evaluated the available information. The initial result of a 10.6 hemoglobin a1c (%hba1c) was reportedly incorrect based on past glucose testing values and a repeat result of 5.4%hba1c. A sample handling issue such as unmixed sample or an incomplete sample aspiration are likely causes of the discordant result. Siemens was unable to obtain sample handling information from the customer. The cause of the falsely high %hba1c on a single patient sample is unknown.

Manufacturer narrative:
The initial MDR 2432235-2017-00552 was filed 20-oct-2017. Siemens healthcare diagnostics inc. (B)(4).

Manufacturer narrative:
A siemens technical application specialist reviewed the patient's test data from (B)(6) 2017 and historical test data. No previous result history was found for the %hba1c test. The cause of the discordant falsely high %hba1c result is unknown. The instrument is performing according to specifications.

Event description:
A discordant falsely high hemoglobin a1c (%hba1c) patient sample test result was obtained on an advia 1800 system. The initial result was reported to the physician. The physician questioned the result. The same sample was repeated on the same advia 1800 system. The result was reported to the physician. A second sample was also run on the same advia 1800 system. The result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high %hba1c result.